Manufacturer narrative:
The health effect impact code should have been 4642-additional device required and 4613-minor injury/illness/impairment rather than 4613-minor injury/illness/impairment only. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2024-07230. It was reported that the patient experienced pain at the ipg site and l5 lead migration. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein a l5 lead was added to address the issue.